Event description:
The reporter stated that the accu-chek aviva strip expiration date is "2009". The electronic inventory system expiration date for the strips is 11/30/2009. Batch record verification also confirmed the expiration date as 11/30/09. No actions taken or treatment given based on event. No adverse event reported. New strips sent and return requested.